Manufacturer narrative:
The customer states unit has high oxygen (o2) supply pressure alarm message on screen even when o2 is disconnected, verified code consistent with high o2 supply pressure in error log. Philips remote service engineer advised customer that o2 may have been trapped in o2 manifold from e cylinders, customer cycled unit and alarm has stopped with no further alarms activated. The rse advised customer to check o2 source pressure also. The customer will test unit and return the device to service. There are no other concerns for customer. Attempts are being made to confirm repair details.

Manufacturer narrative:
There is no report of patient or user harm. Attempts have been made to obtain clinical usage information however, no response has been received. Attempts have been made to obtain additional information however, no response has been received.

Event description:
It was reported to philips that the device had a high o2 supply pressure alarm. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.